Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the trachea to treat a 3cm stricture due to tracheal cancer during a tracheal stenting procedure performed on (B)(6) 2024. The patient's anatomy was tight due to cancer growth and was not dilated prior to stent placement. During the procedure, the stent could not be fully deployed. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial delivery system was returned for analysis; the stent and the suture were not returned. No damages were found in the device during visual examination. Product analysis did not confirm the reported event of stent partially deployed as the stent was not returned. The investigation concluded that without proper evaluation of the device, it is unknown if the clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the trachea to treat a 3cm stricture due to tracheal cancer during a tracheal stenting procedure performed on (B)(6) 2024. The patient's anatomy was tight due to cancer growth and was not dilated prior to stent placement. During the procedure, the stent could not be fully deployed. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event.